Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the field representative was called to interrogation a pacemaker after the patient's rate dropped into the 40 beat per minute range. The rep programmed the minute ventilation feature off and increased the right ventricular (rv) lead output. Boston scientific technical services (ts) was consulted and reviewed electrogram (egm) strips. Upon review ts thought that the pauses could indicate loss of capture (loc). The field representative reported that the rv pacing threshold was at 0.6 volts. Ts discussed the possibility of oversensing with pacing inhibition. Further review found abrupt changes in the rv lead impedance measurements. It was noted that they were stable around 700 to 750 ohms and then spiked to close to 1800 ohms on seven occasions over the last three months. Ts discussed the pauses noted on the surface telemetry strips could possibly be due to oversensing of the minute ventilation feature and the fact that it was already programmed off should help to resolve future instances. The pacemaker and rv lead remain in service and no adverse patient effects were reported.